Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates that a needle mechanism failure occurred. The cannula was also found bent after activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula, needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.